Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There were contact marks on the surface of the probe and the jaw at the proximal end of the grasping section. The ptfe pad was worn. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue and the ptfe pad at the proximal end was worn. After that there is a possibility that the proximal side of jaw and probe came into contact, consequently the probe cracked, and besides the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. The probe was broken but there was no fragment which fell off inside the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.